Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01388, 3005168196-2021-01389, 3005168196-2021-01390.

Event description:
The patient was undergoing a coil embolization procedure in the phrenic vein using ruby coil lps, a ruby coil lp detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, two ruby coil lps failed to detach using the handle; therefore, the two ruby coil lps were removed. Later, the physician advanced another ruby coil lp into the target location and attempted to detach it using the same handle; however, the ruby coil lp failed to detach. Subsequently, the physician manually detached the ruby coil lp. The procedure was completed using ruby coils, a ruby coil detachment handle, and the same lantern. There was no report of an adverse effect to the patient.